Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that when the customer was preparing to trim the length of the catheter and withdraw the catheter support guide wire, he found that the withdrawn part of the guide wire was very rough, and he was afraid of secondary damage to the catheter during the withdrawal of the guide wire. The hospital did not have a new catheter at the time, so the catheter was still used. The patient has now been discharged and there is no problem for the time being. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a white substance along a stylet is confirmed, but the exact cause could not be determined. One t-lock assembly and one attached stylet was returned for evaluation. An initial visual observation revealed some blood use residues throughout the returned stylet. A kink was observed along the stylet. A white substance could be seen along the stylet. A microscopic observation revealed the white substance appeared to be consistent with stylet hydrophilic coating material. The white material appeared to bunch along the stylet. The exact cause of the white coating material along the stylet is unknown. Possible causes may include storage conditions, unknown environmental factors, or other unknown use conditions. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that when the customer was preparing to trim the length of the catheter and withdraw the catheter support guide wire, he found that the withdrawn part of the guide wire was very rough, and he was afraid of secondary damage to the catheter during the withdrawal of the guide wire. The hospital did not have a new catheter at the time, so the catheter was still used. The patient has now been discharged and there is no problem for the time being. No other information was provided.